Event description:
A user facility registered nurse (rn) reported a dialyzer blood leak was noted immediately upon initiation of treatment. The blood leak strip tested positive for blood. Upon follow-up, the rn confirmed there was an internal dialyzer blood leak that occurred immediately after the start of the patient¿s hemodialysis (hd) treatment. Per rn the blood was observed within the fibers of the dialyzer. The rn stated the patient¿s blood was not returned, and stated the estimated blood loss was 350 ml. The rn confirmed that the machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm and treatment was immediately discontinued. Blood leak test strips were used and tested positive for the presence of blood. The rn also stated that fresenius bloodlines were used for treatment and confirmed that no external blood leak was observed. The rn stated that there were no defects or damage seen on the dialyzer. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The rn confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During gross visual examination, a delamination was observed to be extending from approximately 320° to 35° with the ports at 0° on the non-cavity ID end. There was also damage found on the threads near the observed delamination. Further visual examination did not identify any other damage or irregularities on the returned sample. During the lot history review it was noted that there was one other complaint reported against the lot. The complaint addresses a blood leak (no sample). A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. The production record review showed there was a rework (210-2022: delamination reject rate percentage during production [see the product history review section below for further details regarding the related nc and rework]) performed on the lot. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported a dialyzer blood leak was noted immediately upon initiation of treatment. The blood leak strip tested positive for blood. Upon follow-up, the rn confirmed there was an internal dialyzer blood leak that occurred immediately after the start of the patient¿s hemodialysis (hd) treatment. Per rn the blood was observed within the fibers of the dialyzer. The rn stated the patient¿s blood was not returned, and stated the estimated blood loss was 350 ml. The rn confirmed that the machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm and treatment was immediately discontinued. Blood leak test strips were used and tested positive for the presence of blood. The rn also stated that fresenius bloodlines were used for treatment and confirmed that no external blood leak was observed. The rn stated that there were no defects or damage seen on the dialyzer. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The rn confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.